Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of blackout in the image when adjusting the angulation was confirmed. Based on the results of the investigation, the probable causes are damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the image on the bronchovideoscope displayed as a blackout display during use, and a octagon pattern appeared. There was no report of patient involvement.